Event description:
While attempting to deploy the coil, it was pulled back into the catheter. As it was pulled back it detached from the wire. The report states that there was no resistance felt while pulling back the coil.